Manufacturer narrative:
It was reported that the axium coil experienced resistance as it was advanced in the proximal part of the catheter. As the event indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to investigate the event and/or determine the cause of the event. The health care provider and the manufacturer representative were contacted to obtain additional event details. The axium prime pushwire was returned for analysis without the implant coil and the (stryker) excelsior sl-10 micro catheter used in the event. The condition of the returned device is contradictory to the reported event as the initial report did not mention the coil being detached or separated. The cause of the detached coil and reason for the implant coil not returning was not provided. Analysis found that in conjunction with the reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed and the cause could not be determined. The axium prime could not be used for testing with an in-house microcatheter. The excelsior sl-10 micro catheter was found compatible, the vessel anatomy was normal, the device was prepared as indicated in the IFU, and a continuous flush was administered during procedure. During analysis, the implant coil was found already detached. As the tack weld replacement (twr) crimps were found to be loose and the coin was not found to be located against the lumen stop this is indicative that a mechanical detachment attempt was performed using an instant detacher. However, the cause for the coil detachment could not be determined as this was not reported by the customer. The tack weld replacement (twr) crimps were found to be loose; however, the pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). The axium prime pushwire was found bent at several locations from the proximal end. Under the microscope, the coin was not found to be located against the lumen stop and the shield coil was found to be present. No other anomalies were observed. Due to its damaged condition and missing implant, the axium prime coil could not be used for resistance testing. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. Possible contributing factors to ¿coil resistance/stuck in catheter¿ include the use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the coil prior to use, and lack of continuous flush during delivery. Regarding the bent pushwire, as this was not reported by the customer, it is possible the damage occurred upon return to medtronic for evaluation. The investigation determined that this was a known event. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that resistance was felt when advancing the medtronic implant coil through the proximal segment of the microcatheter. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of a ruptured aneurysm located in the p-comm. The vasculature was normal in tortuosity.